Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept receiving a power error detected alarm on the insulin pump. The alarm occurred during the rewind process. The customer¿s blood glucose level was 116 mg/dl. Troubleshooting was performed. The insulin pump passed the self-test. They were sent a new battery cap. It was noted that the customer had called back to report that the power error detected alarm was recurring every 4 hours. It would make them rewind the insulin pump. The new battery cap had not helped to resolve the issue. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alarm and then power error 25 due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window and scratched case.